Event description:
Bleeding [haemorrhage]. Scar on face [scar]. Puncture marks in cheek/cuts - gums [gingival injury]. Brush end has been coming off when brushing my teeth - oral-b [device breakage]. Head is loose on the brush - oral-b [device connection issue]. Consumer via e-mail stated that the attachment for the brush end was loose on the toothbrush and coming off while brushing their teeth. This resulted in puncture marks/cuts in their cheek. No serious injury was reported. 18-oct-2021 follow up: the consumer reported that they did not seek medical attention and used a strong compress to stop the bleeding. It also left a scar on their face. No serious injury was reported.

Manufacturer narrative:
19-jan-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding [haemorrhage]. Scar on face [scar]. Puncture marks in cheek/cuts - gums [gingival injury]. Brush end has been coming off when brushing my teeth - oral-b [device breakage]. Head is loose on the brush - oral-b [device connection issue]. Consumer via e-mail stated that the attachment for the brush end was loose on the toothbrush and coming off while brushing their teeth. This resulted in puncture marks/cuts in their cheek. No serious injury was reported. 18-oct-2021 follow up: the consumer reported that they did not seek medical attention and used a strong compress to stop the bleeding. It also left a scar on their face. No serious injury was reported.